Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet exhibited alert 38 for consecutive stalled motor and the user¿s attempts to restart did not resolve the malfunction, while blood glucose was reportedly unaffected. Symptoms included no adverse clinical effects. Outcomes included no change in glycemic status and no medical intervention or hospitalization. Investigation included device replacement logistics and receipt and inspection of the returned device. Investigation of this case revealed a persistent malfunction consistent with an insulin delivery motor/encoder fault, preventing successful rewind, which aligns with previously identified device component issues affecting the insulin drive system. It was concluded that the cause was a device-related malfunction of the insulin drive encoder.